Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/10/2014 with the following findings: no findings pertinent to the reported event were found in the black box data. Visual inspection revealed that the battery compartment was cracked below the bumper pad, and the returned battery cap was damage free. The returned battery cap was able to properly attach to the pump per the instructions for use. The pump powered on, as confirmed by the presence of the auditory cue, vibratory cue, and visual display. The pump was exercised for 24 hours, with no power interruptions observed. The pump case was removed, and no evidence of internal moisture or damage was found on the printed circuit board. The reported event was not duplicated.